Manufacturer narrative:
Constraining rings are typically captured under the constrained liner. In the previous revision, the constrained liner assembly was explanted. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Concomitant medical devices: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown stem, lot #: unknown; item #: unknown, unknown cup, lot #: unknown; item #: unknown, unknown liner, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02905, 0001822565 - 2020 - 02906.

Event description:
It was reported patient underwent right hip revision approximately ten years post implantation on due to pain and implant failure. The patient was revised again on twenty years later due to dislocation and recurrent instability. A third revision was performed twenty seven years post initial surgery due to displacement of the right hip prosthesis. Head and liner were removed and replaced. A fourth revision was performed on (B)(6) 2019 due to liner failure. The patient dislocated and underwent a closed reduction. Upon x-ray review, it was determined that the locking ring was loose. During revision surgery, it was discovered that the tabs on the liner had fractured. Head and liner were removed and replaced. No additional information is available.